Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient had an issue where the right side implantable neurostimulator (ins) has turned off by itself around 4 separate times. The patient thought this was strange, so they checked the ins using a programmer, where it was confirmed that the ins was indeed off. It was noted that the issue frequently occurred when the patient got in and out of their car. To resolve the issue, the programmer was used to turn the ins back on, with no other particular actions/interventions taken. It is unknown if the issue was resolved at the time of the report. Additional information received on aug-17 provided the patient settings as follows. Right side: 2-c+ 2.5v, 90 microseconds, 160hz 3.71vok, 944ohms 44 microampere left side: 2-c+ 2.4v, 60microseconds, 130hz 3.74vok 879 ohms, 27 microampere furthermore, in the last few days prior to the additional information, the right side ins stopped working/operating which resulted in the patient's left upper limb trembling with the right side having no issue. These events took place as follows. On (B)(6) 2017, when the patient stopped his car in a parking lot and got out of the car, and started walking. On (B)(6) 2017 around noon, when the patient stopped his car and got out of the car. On (B)(6) 2017, when the patient stopped his car in a parking lot in front of station and got out of the car. About (B)(6) 2017, when the patient stopped his car in a parking lot at grocery store and got out of the car. There is no surgical intervention planned, with no further complications anticipated. See related regulatory report 9614453-2017-03300.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #3007566237-2017-03430 was already reported in this report. Any additional information regarding that event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient had a follow-up visit on (B)(6), and that prior to the follow-up their stimulation had turned off often. It was stated that the implant not only turned off when getting in/out of their car, but also in other environments. Diagnostics of the implant provided readings showing that the implant had turned off. No further complications are anticipated. See related regulatory report 9614453-2017-03300.